Event description:
It was reported that following a fall or other trauma, the pt experienced pain and a burning sensation at ins pocket. The pain goes away when the pt pushes on the ins. Impedance readings were >10000 ohms. X-rays were taken of both leads and ins pocket, but did not show anything remarkable. The pt was admitted to the hospital for pain management. A myelogram was ordered to rule out disc herniation; no results were reported. The diagnosis was gastro related and pt was released from the hospital several days later, after the pain had subsided. The pt met with the hcp to discuss a possible lead revision due to high impedance readings and to increase effectiveness of right side stimulation. No further outcome was reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.